Event description:
It was reported that the device was returned for service. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found the device was cleaned incorrectly and damaged bearings: jammed at the rear part of the device due to normal wear, also was noticed that the oil used and made the bearing hot. All bearings and several different parts were replaced also the device was cleaned.